Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 7" (18 cm), approximately 1.4 ml small-bore quadfuse extension set with four microclave® clear connectors, a 0.2-micron filter, three check valves, four clamps, and a rotating luer. It was reported that the filter on the extension set, used for tpn running amino acid dextrose solution (aads), was leaking. The extension set was replaced. There was patient involvement, but no harm occurred.